Event description:
The sales rep reported that when powering the system up the unit was not responding. The patient was completed using a different type of biopsy device. No patient consequences reported.